Manufacturer narrative:
After battery installation unit alarmed pump error 68, 49, and 23, high sleep current, and pump error 75 during self-test due to corroded electronic assembly. However unit passed rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test, and displacement test. No critical pump error alarms noted. The motor assembly and battery tube found with traces of corrosion. Unit was received with minor scratched lcd window, case, and keypad overlay. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer jumped into the pool with the insulin pump on. The insulin pump alarmed critical pump error. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.